Event description:
It was reported that during surgery the ent surgeon found that the cochlear was obliterated, so he decided to drill a channel in the promontory and to put the electrode array there. The next day they made some measurements and several side effects appeared. There was too much facial stimulation and almost no hearing sensation.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device analysis will be submitted as a follow up report.